Event description:
This is a spontaneous report from a consumer with supplemental information by a nurse in the USA of peritonitis in male patient (B)(6) coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies (ip) for peritoneal dialysis (pd). The action taken with dianeal and extraneal therapies was not reported. During a call with baxter technical services (bts) regarding assistance with the home choice (hc) device, the following was reported. On an unreported date, during a test fill the drained solution was cloudy. The bts representative assisted the caregiver to end the therapy and advised to contact the nurse. Treatment was not reported. On (B)(6) 2012 product surveillance contacted the facility and spoke with the peritoneal dialysis (pd) nurse. The nurse reported that the patient was diagnosed on (B)(6) 2012 with peritonitis. The patient was hospitalized from (B)(6) 2012. The patient was treated with antibiotics and is recovering. The pd therapy is ongoing. The nurse did not believe the peritonitis was related to baxter's disposable products, the homechoice machine or the dianeal. No further information was given at this time.

Manufacturer narrative:
(B)(4). The following report was obtained by global pharamacovigilance on (B)(6) 2012: this report was received from global pharmacovigilance (gpv) and is a solicited report from a caregiver in the USA of fatal peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal therapies for end stage renal disease (esrd). On (B)(6) 2012, the patient was hospitalized for an infection. It was not known if a peritoneal effluent culture and analysis was performed. Treatment was not reported. On an unknown date in (B)(6) 2012, the infection event was improved and the patient was recovering. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, dianeal and extraneal therapies were discontinued when the patient was placed on hospice care. On (B)(6) 2012, while at home, the patient died due to the infection. No further information was requested.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for peritonitis - no malfunction or use error- is not confirmed because there was no report of a breach in aseptic technique or device malfunction. The assignable cause is undetermined.